Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-(B)(4). On (B)(6) 2015, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. The fse replaced the waste duct and waste duct for stand with a newer style. He also cleaned the other duct components. All errors cleared and the aia-900 instrument is operational. No further action is required by field service. The most probable cause for error 2163 transfer cup not released was a blocked waste chute.

Event description:
On (B)(6) 2015, a customer reported error 2163 transfer cup not released on the aia-900 instrument. The customer stated that the waste chute was clogged. The customer cleared and cleaned the chute but the error persisted. The customer is unable to run patient samples on fsh reproductive hormones and ipth kidney markers. On (B)(6) 2015, a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for fsh and ipth. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.